Event description:
Date of event not known. It was reported to boston scientific that during the procedure, the cone was broken. The clinician had difficulty closing the cone once in place. The cone was eventually closed and removed from the patient with no reported complications for the patient.

Manufacturer narrative:
The complaint sample was inspected and analyzed. It was noted that there were several kinks on the blue sheath. The core wire was broken, and the distal stop, cone and distal ball were not returned. The device could not be opened or closed.